Event description:
It was reported that during a stenting procedure of a symptomatic stenosis in the left internal carotid artery protected with a filterwire well positioned, big pieces of embolic material were set free. The filterwire ez protection wire was correctly positioned 4 cm distal from filiform stenosis in a straight vessel area with 4 mm diameter and the position was controlled. The stenosis was pre-dilated with a 3 mm x 2 mm aqua balloon catheter without using a manometer. While the physician was positoning a 9 mm x 30 mm precise stent delivery system, big pieces of embolic material were set free from the lesion. On the x-ray it was possible to see embolic material in the filter and distal to the filter despite a correct position of the filterwire. Then a complete occlusion happened. The physician decided to remove the stent delivery system and the filterwire and to manage a lysis with a renegade balloon on a transend guidewire. Eventually, the physician managed to stop the occlusion and to restore the blood flow. This incident led to a pt's stoke with no motion of right body side and no speaking. To date, it was reported to co that the pt has recovered the montion of their body, but not the speaking. The device was disposed of after the procedure, so is not avialable for analysis.